Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to liner wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected information does not change the previously submitted investigation. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - m/h radial 3-hole shell 52mm/ pn 12-104152/ ln 403020, bi-metric porous fmrl 10x130mm/ pn 162252/ ln 413490, 28mm dia cocr mod hd +3mm nk/ pn 163663/ ln 225440. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02602, 0001825034-2017-02603, 0001825034-2017-02604.

Event description:
It was reported that patient had a revision approximately eight years post operative due to unknown reasons. Attempts have been made to obtain additional information; however no information is available at this time.